Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. Symptoms reported include vomiting and sweating. The patient reports not having their personal diabetes manager (pdm) with them. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids as well as a shot of ativan. The patient was discharged from the hospital after 4 days. The patients pod will not be returned as it has been discarded. As a result of this event the patient is using manual insulin injections for treatment.